Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient and the delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the mildly tortuous, moderately calcified, narrow, proximal superficial femoral artery. A 5.0 x 60 mm absolute pro stent delivery system (sds) was advanced to the lesion and the stent was successfully deployed with no issues noted. Following deployment of the stent it was observed that the stent was shortened by about 1.5 cm and did not cover the lesion entirely. Another 5.0 x 60 mm absolute pro stent implant was successfully deployed to cover the remaining portion of the lesion. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. It may be possible that the delivery system was inadvertently pushed distal during deployment causing the stent to stack and shorten; however, this could not be confirmed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the complaint handling database revealed no other similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported stent shortening. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.